Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported difficulties in uploading carelink and removing and installing the battery cap. The blood glucose level at the time of the event was 500 mg/dl. The customer had no symptoms. The customer treated for the high blood glucose level with the old insulin pump. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched lcd window, cracked belt clip slot, stained address or serial number label and cracked reservoir tube lip.